Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and pumping was suspended. There was no impact to the customer's blood glucose level as the customer was using saline. During troubleshooting with tandem technical support, the pump was reset successfully.